Event description:
Information received indicated the valve was abandoned at implant due to valvular incompetency. During implant, the leaflets were found to be retracted and creased resulting in insufficiency and incomplete coaptation. The valve was replaced intra-operatively with no consequence to the patient.